Event description:
Customer reported a failure of tube load error. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed testing. Although baxter requested, no additional info was provided regarding demographics, medication involved, or device programming info. No additional contact info was provided.